Event description:
During device preparation, it was noted that the position of the sideport was not in its usual position. The procedure was able to be completed. The consultant had noted that he has noticed a few of the sheaths having the same issue. One was kept to send back.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.